Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, the left ventricular lead exhibited high capture thresholds. A chest x-ray revealed that the lead had dislodged. The lead was successfully explanted and replaced. The patient was in stable condition during and post surgery.

Event description:
New information reported stated that the left ventricular lead dislodgement was diagnosed on (B)(6) 2016 and the patient was hospitalized (B)(6) for the lead revision procedure. The lead explant and replacement took place on (B)(6) 2016. At post-op check on (B)(6) the new lead was performing well and the patient was in stable condition. The patient was discharged on (B)(6) 2016 in good condition.